Event description:
The reporter indicated that 13.2 vticmo 13.2 implantable collamer lens of -12.0/0.5/89 (sphere/ cylinder/ axis) was implanted into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a shorter length lens due to excessive vault and the problem was resolved. Cause reported as unknown.

Manufacturer narrative:
This product is not marketed in the us. (B)(4).